Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The pulse generator was in bvvi mode, supporting the patient at a rate of 67 pulses per minute.